Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working because the leads were ¿not in the right place¿ which was determined by x-ray a couple of weeks ago. The healthcare professional (hcp) asked the patient to turn off the ins until they could attempt to perform another trial with them. It was noted that the patient did need an MRI of the head which was not related to the ins therapy. Additional information was requested, but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product typel: programmer, patient. (B)(4).